Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing. In addition, the pacing lead experienced high impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.